Event description:
During c-section the neptune suction machine began to omit smoke and fumes. The smell continued to increase and there was noticeable smoke in the operating room. The neptune machine shut off completely and went black and would not turn back on.